Event description:
It was reported that BD INSYTE AUTOG BC needle did not retract.The safety lock would not activate when inserting an IV. Because of this I had to remove the entire catheter with the needle still inside.Event Date: 7/9/2026Was there Injury? Error occurred but did not reach the individual

Manufacturer narrative:
G.4. K201075; K251654H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.